Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status earlier than expected and did not meet its projected longevity. The boston scientific field representative noted the premature ventricular contraction (pvc) burden detection had been enabled during the time the icm device had been in-service; in addition, the pvc burden monitoring duration had been set to continuous. Technical services (ts) requested boston scientific engineering to analyze the icm device data. Analysis of icm device data confirmed the icm device had depleted prematurely. The battery voltage had been falling consistently in the previous months. Additional information from the field representative indicates that no explant procedure or other clinical action has been planned for the patient at this time. No adverse patient effects were reported. This icm device remains implanted at this time.